Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that they experienced difficulty when trying to infuse medication through the sideport of the sheath. The sheath was placed for the pt and an edwards catheter (ccombo cco/svo2/vip 8fr(2.7mm), (B)(4), lot 58937180) was inserted. At which time, they were infusing medication and the pt almost went into cardiac arrest. The physician noticed that the medication was not infusing into the catheter and was coming back out through the sideport. As a result, the sheath was removed from the pt and a new sheath and catheter were placed successfully. There was a delay in treatment, but it is unk how long the delay was until the physician noticed the medication was not infusing properly. There was no pt death. The outcome of the pt is pt is alive and "now doing fine."